Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure and all devices were explanted. The patient wanted the ipg and two leads explanted because the leads were migrating very close to the skin and were almost eroding out of the skin.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra ipg kit. Model: sc-2366-50e, serial/lot: (B)(4), description: linear 3-6 trial lead 50 cm.

Event description:
A report was received that the patient underwent an explant procedure and all devices were explanted. The patient wanted the ipg and two leads explanted because the leads were migrating very close to the skin and were almost eroding out of the skin.

Event description:
A report was received that the patient underwent an explant procedure and all devices were explanted. The patient wanted the ipg and two leads explanted because the leads were migrating very close to the skin and were almost eroding out of the skin.